Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 23254102.

Event description:
It was reported that the patient was experiencing pain at the anchor site. It was also noted that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced and the clik anchor was removed. The patient was doing well postoperatively and the explanted devices were discarded.